Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the gib was disconnecting during live fluoro, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.